Event description:
Device malfunction: difficulty recovering filter. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a right internal carotid artery stenting procedure, the "low profile flexible" recovery catheter (rc2), was unsuccessful in capturing the filter; however, the "shapeable tip" recovery catheter (rc1), was successful in capturing the filter. There was no adverse patient sequelae reported. One day postprocedure, the patient was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. The customer reports the device was discarded. The lot number was provided. The accunet 3 in 1 comes with two recovery systems, a shapeable tip design (rc1), and a low-profile flexible tip design (rc2). The shapeable tip design is torqueable and steerable. The low profile design, is more flexible and is designed to deflect into place while advancing. It is to the discretion of the user based on preference and experience to use the recovery system that is appropriate for the procedure. The event appears to be related to operational context in which the device was utilized. The lot history record was reviewed and there are no non-conformities associated with this lot number.